Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/24/2020. Additional information was requested and the following was obtained: this case happened in emergency dept. Patient came with some cut at leg. No adverse event recorded.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/6/2020. Additional h3 investigation summary: 01 ea complaint sample was received in open condition. During visual product evaluation,needle & suture was found separated however needle swage end has swaging die punch marks & needle bore also has remains of suture. As complaint sample pack was received in open condition, functional product evaluation cannot be performed on received sample.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent were there any adverse patient consequences? Evaluation: five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects, no such defects were observed. These packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects, no such defects were observed. The needles were inspected for any attribute defects, no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Sterilization run & sterility records were also reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture needle pull off, needle pull test is applicable & measurable parameter. Minimum needle pull test value of the retain sample was found to meets the usp individual needle pull strength requirement. The average needle pull value of retain sample and value at release was found to meets the usp average needle pull strength requirement. All the individual needle pull off values for retain sample were found above usp individual specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the analysis this is not an observed defect. Attempts to obtain the device performed, to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2020 and suture was used. The suture material tearing off from the needle while using it for suturing. There were no reported patient consequences.